Event description:
A malfunction was reported on a pump, and no notable events occurred prior to this incident. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the customer with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any recurring issues.